Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported by counsel that claimant underwent right tha on (B)(6) 2012 and was implanted with an lfit v40 femoral head and accolade tmzf hip stem. Her right hip was revised on (B)(6) 2022 allegedly due to elevated metal ions and MRI findings consistent with adverse local tissue reaction.